Event description:
(B)(4). Event occurred in united states. The patient was hospitalized as the blood glucose was 444 mg/dl. The patient was sick as he had cold and cough. Reportedly, he was tired as well. He was hospitalized for two days. Patient used intravenous fluids (hydration). The patient had a few devices with bent cannula's but the one before this one in had no delivery issues and had no bent. His current blood level was 400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.